Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Additional event(s) for this patient reported on medwatch number(s) 1825034-2016-02672 / 02686. Device location unknown.

Event description:
Patient underwent a knee revision approximately 3 years post-implantation due to unknown reasons.